Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Device availability - product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. Initial reporter . A review of the provided data and the visual examination of the components have indicated the presence of four (B)(4) wear stripes on the femoral head and wear patches on both bearing surfaces, with the patch on the cup located specifically towards the rim. These features suggest that there was edge loading, a mechanism that can arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. The deep scratches on both bearings as well as the minor indentations on the femoral head suggest that a third body was present, the source of which is unclear. Grey/black deposit was present on most of the female taper on the femoral head which may indicate that a fretting or galling process was active. Product left conforming to print as there was no evidence that states otherwise. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04499 / 04500).

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2014 due to armd. During the procedure, the presence of straw-colored fluid, erosion of the femur, cystic erosion, and metal staining were noted. Reported from (B)(4) laboratory.